Manufacturer narrative:
The reported event was patient pocket pain. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductors consistent with procedural damage to the inner insulation 29.9 cm from the connector pin. There were additional findings unrelated to the reported event. Visual examination noted an external insulation abrasion 6.6 cm ¿ 7.0 cm from the connector pin breaching the outer insulation and exposing the outer coil at the proximal region. The cause of external insulation abrasion was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that the patient's pacemaker, right ventricular (rv) lead, and right atrial (ra) lead caused the patient pocket pain. It was also noted that their rv lead caused tricuspid valve regurgitation. The pacemaker, rv lead, and ra lead were all explanted. The patient's condition was unknown.